Event description:
Same case as MFR report #: 3005099803-2008-04447. It was reported that during a ureteroscopy procedure two graspit devices would not open. The procedure was completed with a zero tip basket. There were no patient complications and the patient was reported to be fine.